Event description:
It was reported that the patient was ablated for afib on (B)(6) 2012, and was seen in clinic and appeared to be doing fine. The patient then presented in the evening of (B)(6) 2012, in distress and was taken into surgery that evening. An atrio-esophageal fistula was found and an approximate 2cm repair was performed in the area of the lipv. The patient is currently still in the hospital and the patient's updated health status was expected to survive but with a neurological deficit. According to the physician the causality of adverse event was possible device and procedure-related.

Manufacturer narrative:
Update information: the patient was admitted to hospice and expired. This information was never provided by the customer to biosense webster. Bwi became aware of this addition information upon receipt of copy of user. (B)(4).

Manufacturer narrative:
The concomitant products: stockert: model # m-5463-01, serial # (B)(4). Coolflow pump: model # m-5491-02, serial # (B)(4). Carto 3: model# m-4800-01, serial # (B)(4). Lasso w/ auto ID model# d-1220-80-s lot # 15480949l soundstar: model # m-5723-05, lot # unknown. (B)(4).